Event description:
The physician was coiling a ruptured ica aneurysm that was medium tortuous vessel and unknown calcification. Patient was (B)(6) old female hunt & hess 5. When physician was advancing the presidico coil it prematurely detached at the distal part of the mc (excelsior sl10). After unintended detachment, the entire coil separated from the delivery system and moved completely out of the aneurysm. Some portion of the coil was protruding out of the aneurysm in the parent vessel leaving partial portion in the aneurysm. The coil was possibly stretched however physician is unsure when the stretching occurred. There were no other damages reported to the coil and coil system after/during premature detachment and stretching such as separation in two pieces, fracture, break, withdrawal difficulty or other. He was able to push the coil up and made a loop and snared it. It was noted that the loop of the coil was first removed through snaring through mc followed by the coil system withdrawn through the mc while retaining target access. The patient was fine post procedure. No patient injury noted. No flow reduction/restriction noted as a result. No other damages noted to the coil system during snaring and after removal.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device is anticipated to be returned but hasn't been returned yet; thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The physician was coiling a ruptured ica aneurysm of medium tortuosity and unknown level of calcification. The patient was an (B)(6) female who presented with a hunt & hess score of 5. When physician was advancing the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630, lot g11259) it prematurely detached at the distal part of the microcatheter (excelsior sl10, details unknown). The entire coil separated from the delivery system and moved out of the aneurysm. Some portion of the coil was protruding out of the aneurysm into the parent vessel, and part of the coil remained in the aneurysm. The physician reported that the coil was possibly stretched; however, he was unsure when the stretching occurred. There was no other damage reported to the coil and coil system after/during the premature detachment and stretching, such as separation in two pieces, fracture, breakage, withdrawal difficulty or other issues. He was able to push the coil up and made a loop, then snared it. It was noted that the loop of the coil was first removed through snaring through the microcatheter followed by withdrawal of the coil system through the microcatheter while retaining target site access. The patient was reported to be fine post procedure, and no injury was noted. There was no flow reduction/restriction noted as a result. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. However, without the return of the device, the complaint cannot be confirmed and a root cause for the reported event cannot be established. Therefore, no corrective action is warranted at this time.